Event description:
A pharmacist reported that during the intraocular lens (iol) implantation surgery, the implant did not deploy correctly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the incident occurred during the progression of the implant, within the injection system / inside the cartridge and there was no patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).